Event description:
Device malfunction: failure to cover lesion. Time of malfunction: during the procedure. Symptoms/ae: second stent implanted. It was reported that during a left internal carotid artery stenting procedure, the first stent was deployed at the intended site; however, the stiffness of the stent resulted in a straightening of the vessel and caused the target site to be at a different area. As a result, the stent did not cover the entire lesion. A second stent was deployed, overlapping the first and fully covering the lesion. There was no adverse pt sequela reported. One day post procedure, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. The device was not returned. Malposition of the stent may be attributed to, but not limited to, slack in the delivery system, inappropriate sizing of the stent to the vessel and/or lesion morphology. There were no device anomalies reported during the stent delivery system preparation and inspection, suggesting that most likely the inaccurate delivery was due to techniques used during the procedure and the pt's heavily tortuous and stenosed anatomy. The incident is likely attributed to operational context of the device. At mfg, the xact stent is 100% visually inspected before packaging. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.